Event description:
It was reported to tyco healthcare/kendall on decmeber 18, 2006, that a customer had a problem with a dialysis catheter. The customer states, in 2006, the dialysis catheter was placed in the right internal jugular vein. Two months later, "one needle sized hole was discovered in the blue port of the device and two needle sized holes were discovered in the red port." The device was removed and replaced on the event date.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow up report will be submitted.